Event description:
It was reported that while the surgeon was using the instrument the tip fractured off. There was no harm to the patient or foreign body retained by the patient.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 00249003200, impaction head; lot#: 65396194. G2: foreign: south africa. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is unable to be confirmed. Visual examination of the provided photos identified the products alleged to have fractured. However white tape is obscuring the areas said to have broken. Therefore, the reported event is unable to be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.